Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise oversensing. Technical services (ts) was contacted, and ts described the noise as looking like a movement artifact. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise oversensing. Technical services (ts) was contacted, and ts described the noise as looking like a movement artifact. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the electrode was explanted and replaced due to dislodgement. No additional adverse patient effects were reported. Additional information was received indicating the electrode had migrated as well as seen in x-ray imaging, contributing to the decision to replace the electrode. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise oversensing. Technical services (ts) was contacted, and ts described the noise as looking like a movement artifact. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the electrode was explanted and replaced due to dislodgement. No additional adverse patient effects were reported. Additional information was received indicating the electrode had migrated as well as seen in x-ray imaging, contributing to the decision to replace the electrode. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise oversensing. Technical services (ts) was contacted, and ts described the noise as looking like a movement artifact. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the electrode was explanted and replaced due to dislodgement. No additional adverse patient effects were reported.